Event description:
It was reported that the pump's alarm volume was too low. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer adjusted the alert sound setting with technical support and continued to use pump for insulin therapy.